Event description:
Transporting a patient within the hospital, after hitting a large bump in the hallway, the pump lost power. The patient was switched to another unit and therapy was continued. No patient injury was reported.